Manufacturer narrative:
This complaint was filed in error as a serious injury, additionally, there was no malfunction reported therefore, this is not a reportable event. (B)(4). Many individuals have a reaction to adhesives and once identified must notify the medical provider. As in this case proper reporting could have resulted in the medical provider converting the patient to a halter monitor that was for such individuals with such adhesive sensitivity. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that there was a burning situation when the electrodes were placed and when the electrodes were removed the skin came along. She still has scars.